Event description:
Pt came into the ed with c/o of chest pain. An ECG was taken. Just as the ECG was completed, the pt went into v-tach. The ECG pads were left in place while the hands-off defibrillation pads were placed on the pt's chest. When the pt was shocked, several people heard a "sizzle" sound. The pt was rushed to the cath lab and coded in there. Pt was also defibrillated in the cath lab. When the defib pads and the ECG pads were removed, there were 2 degree burn marks in the shape of the ECG pads on the pt's chest.